Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 d1 d4 g1 h6. Clarification to h1 - type of reportable event: no adverse event. This record is no longer reportable.

Event description:
Physician's office later reported "the diagnosis of pah was not considered to be likely, given the examination findings at the timeline of her presentation were not suggestive of pah." There are no longer any reportable events on record.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the bra roll area and presented with possible paradoxical hyperplasia. The affected area is described as hard to the touch.